Manufacturer narrative:
Complaint: case: (B)(4).

Event description:
It was reported that during service evaluation the dc inlet port was found damage and the vacuum motor defective also the device did not generate alarms under expected alarm conditions. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection reported no defects, the functional evaluation confirmed that the device failed to charge, failed to generate negative pressure, failed to charge under expected conditions. Root causes, failed electrical and mechanical component. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.